Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause and the treatment of the peritonitis were not reported. The same day as event onset, the patient was hospitalized via emergency room for the event. At the time of this report, the patient was recovering from the event. Physioneal therapies were ongoing. No additional information is available.